Manufacturer narrative:
On 16-sep-2021, bwi received additional information regarding the event. It was reported by the caller that a patient suffered a stroke post-procedure, approximately 2 days post-ablation. It was reported that a patient expired (date unknown) post-afib ablation. The patient had an immediate complication during the procedure on (B)(6) 2021, and another complication three to four days following the procedure. Cardiac tamponade was discovered during the case via ice imaging. Physician commented the blood was very dark red indicating the event happened earlier in the case, most likely during the transseptal puncture. The loss of blood resulted in blood transfusion to patient. Patient appeared stable when leaving the room. I found out later from lab staff the patient had a stroke several days following the procedure. Lab staff later communicated that the patient expired. Lab staff expressed they felt the stroke was related to the blood transfusion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-aug-2021, the product investigation was completed. It was reported that a male patient underwent a persistent atrial fibrillation (afib) ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that while burning a mitral line, a pericardial effusion was diagnosed via the soundstar catheter after the patient's pressure dropped. The effusion was outlined on the cartosound map before a pericardiocentesis was performed. Surgery consult was on standby. Over 1 liter of fluid wad removed. Meds were giver to reverse the eloquist anticoagulant. The patient was stable at the time of the call and was transferred to ICU for observation. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the smart touch unidirectional sf catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch unidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and electrical features were tested and no issues were observed. In addition, the product was deflecting correctly. Irrigation test was performed, in accordance with bwi procedures. The catheter failed the test since the irrigation tube was occluded with reddish brown material apparently dried blood. A manufacturing record evaluation was performed for the finished device 30542619m number, and no internal action was found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. The root cause of this occlusion is related to the usage of the catheter during the procedure and it cannot be related to the manufacturing process since there is evidence that the device was manufactured correctly. Additionally, on 31-aug-2021, bwi received additional information regarding the event. Ablation was performed before tamponade was discovered. Physician used high force and high power during ablation. When drawing out blood, the blood was noted to be dark red and the physician said that the tamponade could have been from the transseptal puncture due to the color of the drawn dark blood. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a persistent atrial fibrillation (afib) ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that while burning a mitral line, a pericardial effusion was diagnosed via the soundstar catheter after the patient's pressure dropped. The effusion was outlined on the cartosound map before a pericardiocentesis was performed. Surgery consult was on standby. Over 1 liter of fluid wad removed. Meds were giver to reverse the eloquist anticoagulant. The patient was stable at the time of the call and was transferred to ICU for observation. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. Medical intervention was needed to drain blood pericardial space. The patient was reported as fully recovered (no residual effects). The patient required overnight stay. Transseptal puncture was performed with a baylis. Prior to noting the CT, ablation was not performed. There was evidence of steam pop, after the procedure the ep said there was a steak pop. He did not note it during the ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features us: graph, dashboard, vector and visitag; visitag module parameters for stability were used: 3mm tag 2mm 3sec 25% % 3g with resp gate and surepoint. Steam pop is not MDR-reportable. However, since the cardiac tamponade is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.